Event description:
Customer tested blood glucose level because they felt as if they had low glucose symptoms. The customer received a result of 134 mg/dl. Within 1 minute the customer started seizing. Paramedics were called and arrived 10 minutes later, they received a result of 32 mg/dl. The customer was given oral glucose and a liquid IV. The customer ate a peanut butter sandwich. No controls were in use. A request was made for the return of the suspect device and replacement was sent.